Event description:
Related manufacturer reference number: (B)(4). It was reported the right side lead was explanted along with the auto reducing left side lead as a precaution. Investigation of the device post explant determined the lead was fractured.

Manufacturer narrative:
The report event of autoreducing was confirmed. As received, visual inspection showed the returned lead (b) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.